Event description:
It was reported by the customer that a pyxis medstation es system multiple patients was not crossing over the station. The customer reported that users were unable to remove medications, which led to users overriding medications in order to retrieve them for patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that multiple patients was not crossing over the station due to software issue. A technical support specialist connected to the cce and discovered that the service had stopped, the specialist then restarted the service to rectify the problem. The system functioned as intended after troubleshooting.